Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been reprogrammed several times over the last year, but the patient is no longer receiving effective stimulation therapy. Surgical intervention is planned to address the issue.

Event description:
It was reported surgical intervention was undertaken, and the physician added a new lead. The patient's existing lead was untouched. The patient was programmed in recovery and reportedly is getting good stimulation coverage.